Event description:
It was reported that the patient underwent a tlif with anterior interbody fusion l5-s1 using local bone, allograft, and rhbmp-2/acs, and posterior spinal fusion l2 to the sacrum. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009: the patient presented with pre-op diagnosis: lumbar degenerative collapse; flat back deformity; status post l3 to l5 fusion. Procedure performed: hardware removal instrumentation l3 to l5; exploration of fusion l3 to l5; tlif with anterior interbody fusion l5-s1; cage with local bone, bone graft, matrix and rhbmp-2/acs; posterior spinal fusion l2 to the sacrum with spinal instrumentation, local bone, bone graft, matrix and rhbmp-2/acs. Per-op notes: on the left previous screw sites at l3, l4 and l5 were utilized and new screw sites were formed at l2 and s1 with awl and steffee pedicle tool followed by cap and then 6.5 x 40 millimeter screw at l 11, 5.5 x 40 millimeter at l2, and 6.5 x 40 millimeters screws in the intervening levels. On the right the same procedure was undertaken with the exception that the l5 screw was not utilized because the previous screw site was not acceptable. The disk space was irrigated and sized to an 11 millimeter cage. At this point the wound was again irrigated, the anterior aspect of the disk space packed with a combination of bone graft, matrix and rhbmp-2/acs. A cage was packed with local bone and imp acted into the disk space with good fit and fixation. The lateral gutters were then packed with a combination of local bone, bone graft, matrix, rhbmp-2/acs and allograft.

Manufacturer narrative:
(B)(4).